Event description:
During routine testing at installation of unit, ohmeda service rep noted output of vaporizer was not within spec. Investigation/conclusion: the vaporizer was returned to the co's vaporizer testing facility in austell, ga. The vaporizer was tested and found to have output low to spec. The vaporizer was then disassembled, and a particle of metal contamination was found in the thermostat. Ohmeda concludes the low output from the vaporizer was due to the metal contamination. Ohmeda has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the second MFR reported within the last 12 months that involves a serviced tec 4 vaporizer where metal contamination was found. Approx. 19,000 tec 4 vaporizers are serviced annually at vaporizer service center.